Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports the infusion set cannula is bent. Customer reports high blood glucose value of 300-400 mg/dl. Products are expected to return.